Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips criss crossed. The malformed clips were removed and other clips from the same device were used to complete the case. There were no patient consequences.